Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic having four heartmate ii pump stop alarms. The patient stated that all of these occurred while connected to batteries and not ac power. The patient was admitted from the clinic area for imaging of driveline. Log file submitted showed nine pump stops and nine low speed advisories between (B)(6) 2020. There were no other unusual events recorded in the log file event history. Patient was not symptomatic with these pump stops and had not gained a substantial amount of weight. It was noted that the driveline was in poor shape as it had a lot of rescue tape applied. Approximately 19.5" of external percutaneous lead was replaced and patient was provided with care instructions. Post repair, patient experienced another pump stop, while on battery power, while sitting up in bed and twisting to her right side to start eating her lunch. This indicated that the short within the lead was internal to the patient. It was noted that at that time nothing more could be done as there was not enough room for a second repair attempt. It was also noted that since this was a phase to phase short, the ungrounded cable would not prevent speed drops and pump stops from occurring. Patient was bridge to transplant and underwent transplant on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Section d10: a segment of the percutaneous lead was returned only. Manufactures investigation conclusion: the reported low speed and pump stop events were confirmed from the evaluation of the submitted log files. The submitted log files captured overlapping data spanning from 09oct2020 at 2:33:23 to 29oct2020 at 14:56:49. The pump fixed speed and low speed limit was set at 9000 rpm and 8600 rpm respectively for the duration of the log files. There were multiple captured events where the pump fixed speed was below the low speed limit, resulting in 13 low speed advisories, 18 low speed hazards and 12 pump stop events, including low speed and pump stop events post distal end repair. The captured low speed and pump stop events appeared to occur while the patient was supported by both battery power and power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through this evaluation of the returned distal end of the driveline as the entire driveline was not returned. Approximately 17.5 inches of the external portion/distal end of the driveline was returned. Upon observation of the distal portion of the driveline, rescue tape was located along the length of the driveline to cover multiple areas of silicone jacket breakdown. An electrical continuity test of the returned distal end driveline was conducted, and variation in the resistance of the yellow wire was found upon manipulation of the driveline. The remaining wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during the intact testing. Observation of the bionate revealed black discoloration along the length of the driveline. Upon removal of the bionate layer, multiple areas of shield breakdown were noted along the length of the driveline. Removal of the shielding revealed no damage to the underlying wires; however, there were multiple areas of kinking. Visual and microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The underlying wires were submerged in a saline solution for hi-pot testing to further verify each wire¿s insulation. The test did not identify any breaches. The patient underwent a transplant on (B)(6)2020. As of 24nov2020, the pump has not been returned for evaluation. If it is returned, this file will be reopened to document the investigation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 20jun2014. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.